Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The drain plug o-ring was recommended for replacement and a quote was issued. Currently there is no resolution for this reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The drain plug o-ring was recommended for replacement and a quote was issued. Currently there is no resolution for this reported complaint.

Event description:
The hospital reported the unit leaked and that mechanical ventilation was not possible without increasing air flow. There was no report of patient involvement.